Event description:
The physician reported hemashield grafts (catalog and batch unk at this time) leaking and bleeding. The procedure name, event date, leak source, amount of blood, and pt's post operative condition were not reported, but it was noted that the pt had to be reopened, due to the leaking/bleeding. The report date from customer is being used as an estimated event and procedure date for reporting purposes.

Manufacturer narrative:
Being investigated. Additional information requested. Note: items marked "ni" are not attainable at this time. Should such information becomes available, it will be included in a follow-up report.